Event description:
A leveen superslim electrode was being used for therapeutic ablation of the liver. During the first ablation, a scald was noted at the skin with a burn carbonized at the region of the needle puncture. The burn occurred at the right latus and was two centimeters in diameter.